Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "possible helium loss alarm" is confirmed based on the recorder strip provided from the customer. Although, the hospital clinical engineer checked the pump and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: related (B)(4).

Event description:
It was reported the rn called the clinical support specialist (css) to discuss multiple helium loss alarms during use on a patient. The helium loss alarms were occurring approximately every 2 minutes. As a result, the patient was switched off the pump for another pump. Once the pump was switched, the helium loss alarms have not recurred. Patient outcome was unchanged during the call. Receiving support on the intra-aortic balloon pump. There was no reported death, injury or complications to the patient. Additional information received: the pump was checked by the hospital biomed and returned to service.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the rn called the clinical support specialist (css) to discuss multiple helium loss alarms during use on a patient. The helium loss alarms were occurring approximately every 2 minutes. As a result, the patient was switched off the pump for another pump. Once the pump was switched, the helium loss alarms have not recurred. Patient outcome was unchanged during the call. Receiving support on the intra-aortic balloon pump. There was no reported death, injury or complications to the patient. Additional information received: the pump was checked by the hospital biomed and returned to service.